Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on 05 february 2021. The returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that during the procedure, the 1.00mm x 4.00cm galaxy g3 mini coil (glm910040 / 30393951) was inserted into the concomitant headway® 17 microcatheter (microvention-terumo), but the complaint coil was not able to exit the distal end of the microcatheter after it came out a little. The physician attempted several times, but the same issue continued. The coil was replaced with another of the same size and the procedure completed. There is no report of any patient adverse event or complication associated with the reported event. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile the 1.00mm x 4.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The marker band was found at 39cm from the hub; this is within specification. The device positioning unit (dpu) was observed protruding from the introducer without any damage noted. There were no other damages nor anomalies observed during the visual inspection. Microscopic inspection was performed. The embolic coil was observed to be in kinked / damaged condition. Functional testing could not be performed due to the device positioning unit (dpu) protruding from the introducer. A review of manufacturing documentation associated with this lot (30393951) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that during the procedure, the complaint coil was inserted into the concomitant microcatheter, but the complaint coil could not exit the distal end of the microcatheter, the physician attempted several times but the issue was not resolved; it only partially deployed. The deployment difficulty / partial deployment issue could not be duplicated in the lab, the returned complaint device was received with the dpu protruding from the introducer. The embolic coil was observed kinked / damaged during the microscopic inspection. These observed conditions may be a result of the reported issue where the physician made several attempts to deploy the coil but it only became partially deployed. The exact cause of the dpu to become protruded from the introducer and for the embolic coil being in the observed kinked / damaged condition cannot be conclusively determined, but they confirmed the reported issue that the coil could not be deployed from the distal end of the concomitant microcatheter. Coil kinking / coil damaged is a known potential issue associated with the use of the device. The instruction for use provides proper handling instructions for the device to prevent issues such as kink from occurring. The kinked / damaged condition observed on the embolic coil of the returned device was not originally reported with the complaint. The exact cause of the observed kinked / damaged condition could not be conclusively determined; however, it may have been the result of inadvertent force that may have been applied during the procedural device handling. The physician made several attempts to advance the coil out of the distal end of the microcatheter for deployment. Force and / or the repeated attempt may have caused the embolic coil to become kinked / damaged. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 4.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in the observed kinked / damaged condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: the code ¿no device problem found¿ code was used in investigation findings to indicate that the issue reported related to coil not able to advance to the distal end of the microcatheter for deployment could not be duplicated because functional evaluation was precluded due to the condition of the returned device. This code corresponds with the code ¿cause not established¿ in the investigation conclusion. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The initial reporter phone: (B)(6). The initial reporter email address is not available. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30393951) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the 1.00mm x 4.00cm galaxy g3 mini coil (glm910040 / 30393951) was inserted into the concomitant headway® 17 microcatheter (microvention-terumo), but the complaint coil was not able to exit the distal end of the microcatheter after it came out a little. The physician attempted several times, but the same issue continued. The coil was replaced with another of the same size and the procedure completed. There is no report of any patient adverse event or complication associated with the reported event.